Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had gained weight and the pump had flipped on its side. The pt reported that the pump was "trying to come out of this body". The drug in the pump at the time of the event was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.